Event description:
It was reported that prior to implant the implantable pulse generator (ipg) was unable to be interrogated. The ipg was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.